Event description:
The customer reported that she was hospitalized due to bronchial pneumonia and high blood glucose levels, with a reading of 893 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The call was disconnected at this time. Attempted to contact the customer twice, but there was no answer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.